Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, broken lens was noticed during loading, with no patient contact. The procedure was completed on the same day by implanting the another lens.

Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was retracted almost to the start point of the lens loading area. The lens was present inside the lens loading area, possibly replaced into the device for return shipment. A haptic was broken in the gusset area. The broken haptic portion was not returned. The optic was torn, split, and cracked in a large area near the broken haptic. Based on the damage to the haptic and the optic, this suggests the lens may have been replaced into the device for return shipment. It is likely the damaged haptic and damaged optic areas were the trailing portions. A product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated. Broken haptic and broken optic damage was observed. The root cause was most likely related to a failure to follow the IFU (instructions for use). An inadequate amount of viscoelastic was observed in the device. The IFU instructs: fully insert the ovd (ophthalmic viscosurgical device) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the ultrasert¿ pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Based on the lens damage being present at the far end of the loading area, it is likely that the lens had been removed from the loading area and replaced into the loading area for return shipment, the plunger comes into contact with the trailing haptic and trailing optic edge while in the loading area to begin advancement through the device. Upon return, the plunger was retracted behind the lens, located near the start point of the loading area. The plunger position in relation to the broken haptic and optic during advancement cannot be confirmed. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the back up lens model and diopter information was not provided. The manufacturer internal reference number is: (B)(4).